Manufacturer narrative:
Document review: versafitcup cc trio shell cementless size 56: ref 01.26.45.0048/lot 133038 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The (B)(4) cups belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp#: (B)(4).